Event description:
It was observed that during the device evaluation, the camera head exhibited a cut on the cable. There was no patient involvement.

Manufacturer narrative:
E2 (health professional): no. E3 (occupation): non-health professional. The device was returned to olympus and the cable was found to have a cut. Additionally, the cable boot was separated from the main body of the camera head. Based on the results of the investigation, he most probable cause of the failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record (DHR) review of the current product was conducted, and no issues were found. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.